Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized for a high blood glucose of 700 mg/dl and large ketones. The insulin pump was off; the device had alarmed low battery and the customer did not change the battery. The mother was unaware as to how the customer's blood glucose was treated since she was not with her son at the time of incident. Troubleshooting did not occur; the mother stated that the insulin pump was working well. No products were returned or replaced.